Event description:
Caller reported receiving a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The caller followed instructions to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Successfully reloading the cartridge resolved the issue, allowing the customer to resume insulin delivery.